Event description:
It was reported that according to physician this product was stored in laboratory and the original packaging was untouched. Before the operation this device was unpacked and afterwards turn out that end-piece is bent. The packaging was in perfect condition. There was no patient consequence.

Manufacturer narrative:
Date sent: 10/05/2007. Information anticipated, but unavailable at this time.